Manufacturer narrative:
Concomitant medical products: 977a260 lead and 977a260 lead, implanted: (B)(6) 2015 and 97702 ipg implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent atrial undersensing and oversensing on the presenting rhythm and stored electrocardiogram. The ra lead remains in use. No patient complications have been reported as a result of this event.